Event description:
An issue has been identified with the millennium objects application where allergy profile and drug allergy reaction checking may not work properly. Investigation has determined that a codeset missing from millennium objects resulted in allergy info not displaying properly. These issues could potentially affect pt care, as users will not see any allergies displayed for pts in the allergy profile or demographics bar when there may be allergies present in the system for that pt. Another issue is the system is unable to perform drug allergy reaction checks against allergies for a given pt. Cerner has not been made aware of any adverse pt care events that resulted from this issue.